Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 5. No previous abdominal surgery. Concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required) and abdominal distension ("swollen abdomen") and was found to have weight increased ("weight gain 13 kg"). The patient was treated with surgery (lap salpingectomy and removal of essure implants). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, abdominal distension and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain and weight increased with essure. The reporter commented: removal was performed at patient's request. No follow-up is available 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 23-dec-2021: quality safety evaluation of ptc. We received a sample in this case. A technical investigation was conducted and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multi gravida and parity 5. No previous abdominal surgery. Concurrent conditions included overweight. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required) and abdominal distension ("swollen abdomen") and was found to have weight increased ("weight gain 13 kg"). The patient was treated with surgery (lap salpingectomy and removal of essure implants). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, abdominal distension and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain and weight increased with essure. The reporter commented: removal was performed at patient's request. No follow-up is available 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician, and describes the occurrence of abdominal pain ('abdominal pain'). In an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multi gravida and parity 5. No previous abdominal surgery. Concurrent conditions included: overweight. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required) and abdominal distension ("swollen abdomen"). And was found to have weight increased ("weight gain 13 kg"). The patient was treated with surgery (lap salpingectomy and removal of essure implants). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain, abdominal distension and weight increased outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain and weight increased with essure. The reporter commented: removal was performed at patient's request. No follow-up is available, 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 27.2 kg/sqm. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-nov-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.